Event description:
The original batteries (brand is (B)(6)) exploded inside of the thermometer, causing it to fly apart with contents (lye) all over the inside of the medicine cabinet. All medications inside were penetrated with the sodium hydroxide and hydrochloric acid and had to be thrown out. This is a danger to children. I've seen many other reports on (B)(6) consumer comments. This could have exploded on a child's nightstand or when their temperature is being taken. Thermometer exploded. FDA safety report ID# (B)(4).